Event description:
The facility had sent an infusion pump in for service where a baxter service technician discovered a failure code 810:02. Information code occurred during an infusion. The hospital representative stated that they have no record of any patient incident involving the pump since the last baxter service event.